Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) and high out-of-range (oor) pacing impedances on the right ventricular (rv) lead, measuring greater than 2500 ohms. It was noted the patient's underlying rate was 30 beats per minute (bpm). It was suspected that the rv lead had fractured. Subsequently, the pacemaker system was electrically abandoned and a non-boston scientific system was implanted. No additional adverse patient effects were reported.